Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the therapy started shocking them about 3 years ago and they needed to turn it off because of that. This happened after a visit to the healthcare provider (hcp) when they made adjustments to the programming. Since then the patient reported they had an embarrassing return of symptoms and when they got the urge to go, it was instant, and if they sneezed or something it came out and the underwear and slacks were wet and they needed heavy sanitary pads. The caller added that the stimulation issue might be due to their weight loss because they weighed 250-275 and now weigh 180. Patient services emailed physician listings to the caller and offered to help the caller use their equipment to switch programs so that the therapy will turn on at the lowest setting to see if they can get some symptom relief without being shocked. The caller reported that they will need to unpack their equipment and charge it and asked for a call back jan 4th. Agent reviewed that we would call back then and provided patient services number to call in the meantime, if needed. Patient called back from registered number requesting to speak with the agent they had previously spoken with but since agent was not available, patient services requested a message be passed along. Their hcp office just called back and at the time the implant was put in they weighed 234 lbs. Now the patient was down to 181-182lbs. That is a 52 lb difference so that could be one of the problems, the doctor's office has notified the manufacturer representative (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that hcp retried to regulate it. They would like to stop wetting their bed. They don't know who to see over in florida. To see here in florida, the import lady was of no help! They moved to florida 3 years ago august. They would love to be able to leave the house in the morning but cant due to the problem of leaking. Patient can be reached at (b)(6. Patient stated, "please help me get this straight! I don¿t know what I weighted at time of device installed. I now weigh 187. Have shrunk in height from 5'8 to no about 5'4 1/2. Please help!"

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had the device turned off when it stated giving them electrical pulses, and that they did not experience relief from the device. Patients current hcp was the one who had turned off the ins and told the patient it would be difficult to remove. The patient was connected with a provider on the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.